Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery that is 90% stenosed. The 3.75x12mm nc traveler balloon dilatation catheter (bdc) was advanced and resistance was noted with an unspecified guide catheter and previously implanted stent. The bdc was inflated to 8 atmospheres, but ruptured on the first inflation. Contrast leakage was observed. Another nc traveler was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device through the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty advancing the device through the stent could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device in the guiding catheter; however, the reported difficulty advancing the device in the stent and balloon rupture appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6- device code 2017 clarifier: incorrect prep.

Event description:
It was noted that the nc traveler balloon was not air aspirated outside the anatomy prior to use. No additional information was provided.